Event description:
Patient is a middle-aged man with chronic systolic heart failure, status post heartmate ii left ventricular assist device over 8 years ago; status post heartmate ii left ventricular assist device 18 months later, hypertension, aortic insufficiency, hyperlipidemia, active smoker, hemoptysis, who presents for left ventricular assist device (lvad) exchange. The patient originally underwent heartmate ii left ventricular assist device placement as noted above and a reimplantation by me for suspected thrombus. Most recently, he had experienced a driveline short to shield which was not corrected by a driveline repair, but he elected maintenance on a non-chronic cable instead of opting for device exchange. He had an earlier admission, this year, for possible lvad thrombus, but again elected on medical management of this. He now re-presented with suspicion of device thrombus (elevated pump powers), which seemed to improve on a heparin infusion with normalization of his lvad device parameters. Manufacturer response for lvad, (brand not provided) (per site reporter). Abbot wants the pump returned.